Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Stabbing gum [gingival injury]. Bit of metal started (stabbing gum). It then fell out of brush head - oral-b [device breakage]. Consumer via chatbot stated that a bit of metal started stabbing their gum and fell out of their oral-b crossaction toothbrush head (it was not the packaging). No serious injury was reported.